Event description:
It was reported that (2) ems were used during a laparoscopic hernia procedure. It was reported by the rep that upon fifth firing of the ems stapler, staples jammed in shaft and instrument would not work. Another ems stapler was opened. It also jammed on the tenth firing. The case was completed with another ems stapler. There was no consequence to pt.